Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips passed testing. The reported issue was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. In addition, a tertiary issue was noted when the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.